Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot#/serial # (B)(6), implanted: (B)(6) 2013. Product type: lead product ID 3889-28, lot#/serial (B)(6) , implanted: (B)(6) 2013. Product type: lead product ID: 3889-28, lot# /serial# (B)(6) . Product type: lead section d: information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot# (B)(6) ubd: 18-jan 2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the impedance issue >4,000ohms seen on electrode 0 and >4,000ohms in all combinations with only electrode 0. Disconnected lead from battery and wiped battery and electrodes. Used suction on silicone header of the ipg where lead enters to suction out any potential moisture, no blood was visible in the silicone portion of the battery. Wiped the electrodes with a dry raytec before re-inserting the lead into the header of the ipg. Repeated the impedance check. Consistent impedance issue >4,000ohms was seen on electrode 0. Patient had relayed to the hcp in the pre-op area that they had two falls, one within a month of the interstim procedure. It is possible the impedance issue occurred due to one of the falls. The issue is ongoing. Additional information was received from manufacturing representative. It was reported that the hcp replaced the patient battery not the lead. Lead remains implanted and in use ¿ programmed around impedance issue. The fall's effect on the implant was not determined. However, it was assumed that the patient fall caused the impedance issue.